Event description:
It was reported that the device was detecting loss of capture (loc) on the right ventricular port when capture was actually occurring and consequently, the device had automatically adjusted the output higher than necessary. No lead issues were noted that would suggested an integrity issue and other potential causes were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, implanted (B)(6) 2007. (B)(4).